Manufacturer narrative:
The insulin pump was rec'd with a blank display due to corrosion on the mortarboard. Unable to verify the alarms due to the blank display.

Event description:
The customer reported multiple alarms after inserting a new battery. Advised that the insulin pump would be replaced. Nothing further was reported.